Event description:
Reportedly, the instrument indicated green in the window, however, it would not fire until the instrument was tightened further. Upon firing the device, incomplete tissue donuts were identified and a hole was found in the anterior portion of the anastomosis. The posterior side of the staple line was excellent. The hole was sutured with silk suture. Procedure: sigmoid colectomy.